Event description:
Per the clinic, the patient experienced an infection around the implant side subsequent to sustaining a head trauma. Treatment with antimitotics (date & type not reported) was attempted; however, the issue could not be resolved. The device was explanted in (B)(6) 2013 (specific date not reported). Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2013.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2013; not november 25, 2013, as previously reported. This report is filed march 5, 2015.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.

Manufacturer narrative:
Correction: per the clinic, the device was explanted on (B)(6) 2013 not august 2013 as previously reported. The patient was reimplanted on the contralateral side during the same surgery. This report is filed july 16, 2014. Device not returned to manufacturer.